Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and confirmed that the device would not switch on with a flashing green status indicator observed, as per the reported fault. This was attributed to corrosion on the on/off button dome and its contact pads on the membrane pcb. This had resulted in an increase in resistance on the on button line, which had prevented the device from switching on. The fault couldn¿t be replicated after the corrosion was cleared. Information from the history log showed the device last performed a manual power cycle on the (B)(6) 2023, indicating that the device was functioning at this time. The corrosion on the membrane tail, membrane pcba and the screws indicate that the device had been stored outside the indicated conditions. The customer's device will be scrapped. The customer has been provided with replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.